Event description:
The nurse of a (B)(6) male patient called zoll customer support to report that the patient was receiving a service code 204. The patient's condition improved and he ended use of the lifevest.

Manufacturer narrative:
Evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the trunk cable was pulled from the strain relief, which damaged connector j702 and caused the service code 204. The ECG "c" and "d" cable was also pulled from the strain relief. The root cause for the strained cables could not be positively identified but was likely excessive force. No adverse event resulted from the strained cables. The patient received a replacement electrode belt.